Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had an unspecified connection issue. The connection issue was further described as, "cassette disconnect contaminating everything around". This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.